Manufacturer narrative:
Batch review performed on 17 october 2017. Lot 131158: (B)(4) items manufactured and released on 03 june 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the stem was loose. The surgeon revised the stem, head and liner. The surgery was completed successfully.